Manufacturer narrative:
(B)(4).

Event description:
The suture broke during knot sliding. A backup device was readily available. There were no delays or patient injuries reported

Manufacturer narrative:
Device investigation narrative: one fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. Reported complaint of suture breakage cannot be confirmed without the return of the suture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Credit has been issued as a customer courtesy.